Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the system log files did not show any related malfunctions. Onsite inspection identified a defective direct current power supply (dcps) and a defective ups one-phase data integrity controller. Both parts were replaced and returned for failure analysis. The cause of the dcps failure was identified as mechanical damage that prevents power supplies from being connected, while the cause of the failure of the ups one-phase data integrity controller could not be conclusively determined. After the part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device did not boot up, stalling at 00:00. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.